Event description:
Consumer claims to have had ears pierced at a retail vendor with the inverness system in 05. Sought medical attention for redness and swelling at the piercing site in 06. An oral antibiotic was prescribed at that time.